Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the handle of the pole clamp was broken and the heat test alarm does not work. There was no reported patient involvement.

Manufacturer narrative:
E1: initial reporter email- updated. D3: postal code- updated. H3: the suspected device was returned for analysis. There was no service repair history identified within the past years. The visual and functional testing was performed. The handle of the pole clamp was broken, and the heat test alarm does not work were identified during operation. The allegation made by the customer was confirmed. The cause of the issue due to deterioration of the pole clamp and deterioration of the membrane switch on the test button. Replaced the water tank cover/pole clamp, membrane switch. The device passed all the functional testing after the repair.